Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, cervical dysplasia, leiomyoma nos, uterine bleeding, dysfunctional uterine bleeding and vaginitis. Previously administered products included for an unreported indication: diflucan from 2009 to december 2010. Concomitant products included ferrous sulfate from (B)(6) 2015 for anemia as well as calcium from december 2014 to december 2016, hydrocodone bitartrate;paracetamol (vicodin) from november 2011 to january 2012, hydrocodone from (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 and vitamin d nos (vitamin d) from december 2015 to december 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal):vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("fibroids."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with chlorphenamine maleate;dextromethorphan hydrobromide;paracetamol;pseudoephedrine hydrochloride (tylenol), fluconazole, ibuprofen, medroxyprogesterone (farlutale), metronidazole, metronidazole (metrogel vaginal), nsaids, paracetamol (acetaminophen) and surgery (dilatation and curettage and robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal infection, vaginal haemorrhage, uterine leiomyoma, depression, anxiety, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: during insertion approximately 3 coils were visualized in left ostia and right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device successfully occluded. The fallopian tubes appear occluded by the micro inserts. Pregnancy test urine - on an unknown date: negative.. Smear cervix - on an unknown date: moderate cervical dysplasia. Ultrasound scan - on an unknown date: leiomyoma. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, fibroids, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc.(product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, cervical dysplasia, leiomyoma nos, uterine bleeding, dysfunctional uterine bleeding, vaginitis and hypoparathyroidism. Previously administered products included for an unreported indication: diflucan from 2009 to december 2010. Concomitant products included ferrous sulfate from 12-aug-2014 to 13-aug-2015 for anemia as well as calcium from december 2014 to december 2016, hydrocodone bitartrate;paracetamol (vicodin) from november 2011 to january 2012, hydrocodone from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 and vitamin d nos (vitamin d) from december 2015 to december 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal):vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("fibroids."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with chlorphenamine maleate;dextromethorphan hydrobromide;paracetamol;pseudoephedrine hydrochloride (multi symptom tylenol cold), fluconazole, ibuprofen, medroxyprogesterone (farlutale), metronidazole, metronidazole (metrogel vaginal), nsaids, paracetamol (acetaminophen) and surgery (dilatation and curettage and robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal infection, vaginal haemorrhage, vaginal discharge, abdominal pain and uterine haemorrhage had resolved and the uterine leiomyoma, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: during insertion approximately 3 coils were visualized in left ostia and right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device successfully occluded. The fallopian tubes appear occluded by the micro inserts.; on (B)(6) 2014: bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Smear cervix - on an unknown date: moderate cervical dysplasia. Ultrasound scan - on an unknown date: leiomyoma. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, fibroids, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: reporter information, seriousness critera for the event general abnormal bleeding updated to non-serious, new event abnormal uterine bleeding and its outcome added as recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, cervical dysplasia, leiomyoma nos, uterine bleeding, dysfunctional uterine bleeding and vaginitis. Previously administered products included for an unreported indication: diflucan from 2009 to (B)(6) 2010. Concomitant products included ferrous sulfate from (B)(6) 2014 to (B)(6) 2015 for anemia as well as calcium from (B)(6) 2014 to (B)(6) 2016, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2011 to (B)(6) 2012, hydrocodone from (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 and vitamin d nos (vitamin d) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal):vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("fibroids."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with chlorphenamine maleate;dextromethorphan hydrobromide;paracetamol;pseudoephedrine hydrochloride (tylenol), fluconazole, ibuprofen, medroxyprogesterone ("farlutal"), metronidazole, metronidazole (metrogel vaginal), nsaids, paracetamol (acetaminophen) and surgery (dilatation and curettage and robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal infection, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved and the uterine leiomyoma, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: during insertion approximately 3 coils were visualized in left ostia and right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device successfully occluded. The fallopian tubes appear occluded by the micro inserts; on (B)(6) 2014: bilateral occlusion.. Pregnancy test urine - on an unknown date: negative.. Smear cervix - on an unknown date: moderate cervical dysplasia. Ultrasound scan - on an unknown date: leiomyoma. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, fibroids, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events- general abnormal bleeding, abdominal pain and psych injury were added.. Event outcome updated for: physical pain/pain, abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal), vaginal discharge and infection (bladder/urinary tract/vaginal):vaginal. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, anemia, cervical dysplasia, leiomyoma nos, uterine bleeding, dysfunctional uterine bleeding and vaginitis. Previously administered products included for an unreported indication: diflucan from 2009 to (B)(6) 2010. Concomitant products included ferrous sulfate from (B)(6) 2014 to (B)(6) 2015 for anemia as well as calcium from (B)(6) 2014 to (B)(6) 2016, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2011 to (B)(6) 2012, hydrocodone from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 and vitamin d nos (vitamin d) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal):vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("fibroids."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with chlorphenamine maleate;dextromethorphan hydrobromide;paracetamol;pseudoephedrine hydrochloride (tylenol), fluconazole, ibuprofen, medroxyprogesterone (farlutale), metronidazole, metronidazole (metrogel vaginal), nsaids, paracetamol (acetaminophen) and surgery (dilatation and curettage and robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal infection, vaginal haemorrhage, uterine leiomyoma, depression, anxiety, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: during insertion approximately 3 coils were visualized in left ostia and right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device successfully occluded. The fallopian tubes appear occluded by the micro inserts. Pregnancy test urine - on an unknown date: negative.. Smear cervix - on an unknown date: moderate cervical dysplasia. Ultrasound scan - on an unknown date: leiomyoma. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, fibroids, dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia),infection (bladder/urinary tract/vaginal) vaginal, depression and mental anguish, pelvic pain and fibroid, vaginal discharge, dysmenorrhea were added. Medical history, lab data, lot number, concomitant and treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.